Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. On an unreported date, the patient was hospitalized and began treatment for the event with an unspecified anti-inflammatory drug injection (doses, frequencies, routes, and durations were not reported). It was reported that pd therapy was ongoing during treatment. At the time of this report, the patient remained hospitalized and had not recovered. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.